Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 7278 implantable cardioverter defibrillator (ICD) 2009 (B)(6); 6947 implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle. The lead was explanted and replaced by an active fixation lead. It was also noted that the device was implanted after the use-before date. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.